Event description:
Information was received from a company representative (rep) and a patient receiving dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the company representative (rep) was present for a pump implant today, patient made company rep aware that she had a prior targeted drug delivery (tdd) system that she stated was explanted ¿about a year ago¿. The company rep was not made aware of said explant and first found out today. Physician implanted the new medtronic pump system on the same side as the boston system, underneath the battery, despite company rep recommending that pump should be on opposite side. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted:(B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 28-jun-2023, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.